Manufacturer narrative:
While it cannot be definitively concluded that the aquasil ultra used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Furthermore, the pt reportedly has a known allergy to mint and yellow dye (something not reported to the clinician prior to the procedure). Therefore, this event is reportable. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.

Event description:
It was reported that a pt's lips swelled after an impression was taken with aquasil ultra. The pt was administered benadryl, though did not seek any medical attention.